Manufacturer narrative:
The customer declined service for the iabp at this time because the iabp is not in clinical service and they will contact the fse to perform a pm when they put it back in service. The fse annotated on the field action reports that the iabp is not safe for clinical use. He also put a red tag on the iabp indicating it is not fit for service. The initial reporter is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that while on site to perform field actions the getinge field service engineer discovered the cs300 intra-aortic balloon pump had an expired safety disk and would not power on unless it was plugged in. When the iabp was plugged in, the battery charge light would not illuminate. There was no patient involvement or adverse event reported.